Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (1 mg/ml at .1999 mg/day) via an implanted pump. It was reported that the patient had fallen three times in the last few weeks while at home and their pain had increased. Per the physician, at the last refill, the reservoir amounts did not match the expected amounts from telemetry. A catheter dye study was done, but the physician was not able to pull off the catheter access port, so the rest of the procedure was aborted after the unsuccessful aspiration. A catheter revision was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event. Additional information was received on december 9, 2025, at which time it was reported that the patient underwent an attempted catheter revision, but due to previous extensive back surgery, arachnoiditis, and current chemotherapy the physician decided to abort the catheter revision since the replacement catheter could not be advanced.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter pro duct ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 31-jan-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump was explanted and disposed of by the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.